Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, the helix extended during the insertion process, causing a subclavian vein dissection. The ra lead was attempted/not used and a new ra lead was placed successfully. No further patient complications have been reported as a result of this event.